Event description:
It was reported that during a hysterectomy procedure, the staples were not formed properly. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Nonconforming cartridge weld the analysis results confirmed that the device was received in good visual conditions. When it was tested for functionality, the staples were ejected and not hitting the anvil due to an insufficient weld. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient, the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases bypasses the anvil resulting in unformed staples. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. We have documented the circumstances as they were reported to us. A batch record review was performed and no anomalies were found during the manufacturing process.